Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the device had cosmetic damage to the percutaneous lead. It was decided to hold off on any repairs until the issue was more than just cosmetic. The damage was approximately 6cm and close to the skin.

Manufacturer narrative:
Manufacturer's investigation conclusion: an analysis of the submitted photographs confirmed cosmetic damage to the patient¿s driveline; however, a specific cause for the damage could not be conclusively determined. It was reported that the patient had cosmetic damage that may require a repair. Three photographs were provided and showed that there was rescue tape observed throughout the patient¿s driveline. The account later communicated that no driveline repair was performed and no alarms were associated with the event. They will continue to monitor the patient as an outpatient. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 23oct2014. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C. Is currently available. This IFU outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The heartmate ii lvas patient handbook, rev. C. Is also currently available. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) drivelines have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. This handbook contains important warnings related to pump stops. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that a driveline repair was not performed, there were no alarms associated with the event, and the patient would continue to be monitored as an outpatient.